Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) due to lightheadedness. The physician reviewed the reports and noted that there was intermittent loss of capture (loc). While further testing was done, the patient experienced several hypoxic seizures due to the loc. It was noted that the lead exhibited loc even at max output. Transcutaneous pacing pads were placed for backup pacing, but there was still intermittent capture. A temporary pacemaker was used until the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) due to lightheadedness. The physician reviewed the reports and noted that there was intermittent loss of capture (loc). While further testing was done, the patient experienced several hypoxic seizures due to the loc. It was noted that the lead exhibited loc even at max output. Transcutaneous pacing pads were placed for backup pacing, but there was still intermittent capture. A temporary pacemaker was used until the lead was explanted and replaced. No additional adverse patient effects were reported.